Event description:
The affiliate reported that a customer had cidex opa leaking from a bottle that had a seam fracture. The contents leaked all over the inventory on the shelving. There were no physical complaints reported.